Event description:
On (B)(6) 2022, the patient received the following results within 15 minutes: 28 mg/dl (system 1; test strip lot number 103081) and a reading between "109-120 mg/dl" (system 2; unknown test strip lot number). The patient could not recall the exact values. On (B)(6) 2022, the patient received the following results within 15 minutes: 43 mg/dl (system 1; test strip lot number 103081) and 129 mg/dl (system 1; test strip lot number 103081). On (B)(6) 2022, the patient received the following results within 15 minutes: 20 mg/dl (system 1; test strip lot number 103081) and 97 mg/dl (system 1; test strip lot number 103081).

Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1; test strip lot number 103081), is related to case with patient identifier (B)(6) (system 2; unknown test strip lot number).